Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinc for follow-up. Post-paced t-wave oversensing was observed. The patient did not receive therapy. The oversensing was noted on a real-time egm. Recommended reprogramming changes. The device remains implanted.